Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there was moderate/severe pvl at the end of the procedure requiring a plug at p3. It was noted that during the procedure, it required repositioning and wire placement was challenging. There was an unsupported flail at p2 and possibly p3, as well as significant mac in the 1 cm below space at p2. The pvl was reduced to mild after the plugging.